Manufacturer narrative:
The reported complaint of low reported pacing percentage despite patient being atrial pacer-dependent was confirmed. The root cause was due to substantial over-sensing by the atrial lp (because the atrial sensitivity was programmed to an exceptionally low value), which distorted the computed ratio of pacing events to total logged events. There was no malfunction of the aveir system.

Event description:
It was reported that an asymptomatic patient presented with their right atrial leadless pacemaker (lp) exhibiting a discrepancy in pacing percentage measurements. An interrogation was showing only 1% pacing, but observation of the patient showed there was consistent pacing. No intervention was completed and patient was stable before, during, and after the event.

Event description:
New information received noted that device was over-sensing far r-waves and t-waves, leading to pacing inhibition and lowered pacing rates. Device was reprogrammed to address the issue. Patient condition was not reported.